Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to duplicate reported problem. Checked system with pf300 and found that vte was off. Fsr replaced flow sensor with one on hand at the customer onsite. Performed a full operational verification procedure (ovp) and system meets factory specs. Flow sensor used was from another vent customer will be ordering a replacement.

Event description:
The customer reported to vyaire medical that vela ventilator touch screen is not working and with signs of delamination at the bottom right. There is no patient involvement on the reported event.